Event description:
It was reported that the patient suffered pre-syncopal and syncopal episodes every 21 hours as a result of being extremely sensitive to daily threshold testing. The physician was able to reproduce the scenario with automatic and manual threshold test and wanted to program daily testing off. Technical services (ts) guided the physician through the interface to deactivate daily threshold measurements. Ts indicated that this is the result of a sensitive patient to threshold measurements, and not the result of loss of capture. This cardiac resynchronization therapy defibrillator remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient suffered pre-syncopal and syncopal episodes every 21 hours as a result of being extremely sensitive to daily threshold testing. The physician was able to reproduce the scenario with automatic and manual threshold test and wanted to program daily testing off. Technical services (ts) guided the physician through the interface to deactivate daily threshold measurements. Ts indicated that this is the result of a sensitive patient to threshold measurements, and not the result of loss of capture. This cardiac resynchronization therapy defibrillator remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(H6) impact codes: code "f12: serious injury/ illness/ impairment" was corrected to "f11: minor injury/ illness / impairment" as the patient did not suffer any injuries with the reported pre-syncopal/syncopal events and was easily corrected with device reprogramming.